Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. H6 component code: imdrf annex g code g07002 (appropriate term/code not available) is used to capture no findings available due to no product returned. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an osteosynthesis for a fracture of right olecranon. When a va locking screw 2.7 was inserted in the proximal site, the screw was inserted in a different direction than it was drilled, which caused the plate to shave slightly. A fragment was removed. The screw was corrected for angle and insertion was completed. At the surgeon's discretion, final tightening by torque was not performed for that screw only. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully with no surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) 2.7mm/3.5mm ti va-lcp olecranon pl 2h/rt/90mm-ster this is report 1 of 1 for complaint (B)(4).